Event description:
It was reported the customer was hospitalized with low blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 47 mg/dl. The customer reported feeling sick prior to being hospitalized. The customer also stated the cause of their low blood glucose was from over-bolusing. Customer was released from the hospital on (B)(6) 2015. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.